Event description:
Download data from a (B)(6) female patient revealed overvoltage set and 110 service code displayed. Zoll customer support contacted the patient and issued her a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation monitor sn (B)(4) has been completed. The reported problem (over voltage set and code 110-overvoltage cleared no energy) was confirmed. Upon investigation, fractured solder connections were discovered at both the positive and negative lead of high-voltage board assembly. The broken solder connections caused the overvoltage messages. The root cause of the broken leads is likely mechanical shock from physical impact, as the monitor case was received with signs of damage. No adverse event resulted from the damaged solder connections. The patient received a replacement monitor.